Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On 09/03/2021, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pump had an issue where the inflow rollers stopped working. A pressure fault error also was displayed. This was discovered during use in a shoulder arthroscopy performed on (B)(6) 2021. The surgical team attempted to shut the pump off and replace the tubing, but the issue was not resolved. The case was completed using a separate pump with no patient effect. Additional information: rep returned contact on 9/9, confirmed correct procedure date as 09/01/2021.